Event description:
Procedure:robot assisted radical nephrectomy. According to the reporter:stapler handle was used with 45 mm reload to dissect a major artery. The device cut vessels but no staples fired, resulting in major bleeding. Age at time of event:(B)(6)? 14. Was any adverse event reported as a result of any delay in surgery? (I.e. An extension of the hospital stay, infection, etc.?)

Manufacturer narrative:
(B)(4).